Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and suffered from a deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2020.

Manufacturer narrative:
On 4/16/2020, during visual evaluation of the sample no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a button delamination. Cause of the deflation could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).